Event description:
It was reported that the user intentionally entered false meal announcements as a corrective action when anticipating elevated glucose, and the agent provided education that this practice could maladapt pump dosing behavior. No reported symptoms. Outcomes included successful troubleshooting and user education with no alerts, alarms, or medical escalation. Investigation included customer interview and review of use practices related to meal announcements. Investigation of this case revealed user-induced dosing behavior due to inappropriate data entry rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with labeling.